Event description:
The tip of the 3.5 hex screwdriver broke off while inserting the standard end cap for the scn.

Event description:
The tip of the 3.5 hex screwdriver broke off while inserting the standard end cap for the scn.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation conclusion: the reported issue was confirmed. Evaluation revealed the screwdriver to be the primary product. No associated products were reported. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. As the device had been in use for approx. 1.5 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The breakage surface indicates that the screwdriver tip broke due to a torsion overload during insertion of the end cap. A pre-damage is possible. Because no failures were found in the material, dimensions or DHR a manufacturing issue could be excluded; therefore the issue is attributed to a rough handling by the user. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.